Event description:
It was reported the patient began feeling acute pain on the right side of their body where the implantable neurostimulator (ins) was beginning in (B)(6) 2012. The device was revised and moved to the left side due to the device sitting on some nerves and bone. No further information was reported.

Event description:
Additional information indicated the patient had received assistance from the representative and her concerns had been resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).